Manufacturer narrative:
Investigation summary: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.

Event description:
Customer reporting alleged 1 false positive flu b result on an asymptomatic patient with no known flu exposure. No confirmatory testing was performed. It was noted by the customer that they re-read the test cassette on an additional instrument and it read flu positive.